Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to oversensing of noisy signals, with the noise suspected to be myopotential noise. Technical services (ts) was consulted and reviewed stored data. Ts noted a prior episode where a shock was delivered as inappropriate therapy due to t-wave oversensing. Ts discussed stored data as well as available programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to oversensing of noisy signals, with the noise suspected to be myopotential noise. Technical services (ts) was consulted and reviewed stored data. Ts noted a prior episode where a shock was delivered as inappropriate therapy due to t-wave oversensing. Ts discussed stored data as well as available programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system delivered one shock as inappropriate therapy while using its secondary sensing vector due to oversensing with low amplitude noted for the patients rhythm. Ts was consulted and discussed stored data as well as available programming options. This device remains in service. No additional adverse patient effects were reported.